Event description:
Facility reported an internal blood leak (first use, dry pack). Estimated blood loss 200cc. No medical intervention. The device was discarded by the facility. Medwatch filed on the bloodloss.